Event description:
It was reported through a social media post that an unidentified patient's guardian reported that the pod did not deliver the right amount of insulin, and the patient was high for unknown reasons for more than three months, and now reportedly suffers from an undisclosed digestive system issue. The patient's blood glucose values were not reported. No further information is available, and no further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.